Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 196-236 mg/dl. A bolus via the pump was delivered in an attempt to lower the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The ketone level was thought as being dangerous. The customer was treated with intravenous insulin. The bg level and dka were resolved and the customer was discharged on (B)(6) 2017. There was no damage observed to the cartridge, infusion set tubing or cannula. There were no pump alerts or alarms. The customer was not sure what caused the bg level to increase or the dka; however, believed that the pump and supplies contributed to the hospitalization. No further information was provided as to why the customer thought the pump was a possible contributor to the event.